Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/ flush drive support disk. Unable to perform prime/compromised force sensor system test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer did not provide their blood glucose value at the time of the incident. The motor error alarm occurred during bolus. The customer was assisted with clearing the alarm. The customer did not report motor position encoder error. The customer was asked if the drive support cap was protruded, loose or sticking out the customer replied no. The customer stated they are disconnected. The customer stated that they did not press the drive support cap. The customer stated that the insulin pump was not exposed to high magnetic fields. The motor error alarm has occurred more than once in 30 days, the customer was advised the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The initial report was submitted with the wrong aware date. The correct date is 09-aug-2019.